Event description:
It was reported during remote follow up that the atrial lead displayed undersensing and the left ventricular lead showed loss of capture. Patient reported muscle spasms and this resulted to discomfort. Chest x-ray was performed and revealed the leads had dislodged. The products were explanted and successfully replaced. There were no patient consequences.